Event description:
It was reported to ventec that the vocsn's humidifier bypass was damaged. The reporter advised, "we have had some issues with shearing of the humidifier bypass where it connects at the ventilator. This appears to have been due to a cna moving the vent arm circuit to make a patient comfortable. I have moved all vent arms to the other side to prevent this hopefully in the future." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue and declined to provide any patient information.

Manufacturer narrative:
H6: the reporter advised ventec that the humidifier bypass packaging was discarded (and they did not document/note the lot # of the bypass), therefore section d4, UDI # and lot #, are "unknown" and section h4, device manufacturer date, shall be left blank. The reporter advised that they would return the humidifier bypass to ventec for evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the humidifier bypass was not received by ventec for an evaluation. Ventec investigated and discovered that the humidifier bypass had been lost during transit. Ventec opened a claim with the shipper, but to date the part has not been returned. In the event that the humidifier bypass is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. The cause of the reported issue could not be determined.